Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced contact detach site anchor was not sticking to their body event on (B)(6) 2026. No further information available.